Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection of the set noted blood throughout the lower half of set and damage on the top of the port of the distal smartsite piston. Further visual inspection of the damaged port under a microscope observed the port to be punctured consistent with a needle stick. Functional and pressure testing was performed and leaking was noted. The root cause of the customer¿s report was due to a puncture on the distal smartsite port. Further inspection confirmed the damage was caused by a sharp object similar to or consistent with a needle stick.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the set leaked at the smartsite above the pumping segment while infusing propofol.